Event description:
Complainant alleged that while medics were attributed to pace a pt the device was unable to increase the pacer output above approx 30-40 milliamps. The device was able to increase the pacer output to approx 100 milliamps when the clinician pressed on the pacer output knob; however when pressure was released, the output decresed to approx 30 milliamps. Complaint indicated that the medics were able to establish a perfusing rhythm; however the pt subsequently expired.